Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance on this right ventricular (rv) channel. The device remains in use. No adverse patient effects were reported.